Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer reference number: 1627487-2019-04081. It was reported the patient is not receiving effective stimulation and diagnostics indicated high impedances. Reprogramming was initially able to address the issue. X-rays were taken and confirmed lead migration for one of the two leads. Surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number: 1627487-2019-04081. Additional information received indicated that surgical intervention was undertaken wherein a left occipital lead was explanted and replaced. Reportedly, effective therapy was restored after surgery.